Event description:
It was reported that the user experienced a persistent ¿60¿ bluetooth communication alert that continued after multiple device restarts, and the agent prepared to conduct a dry run and firmware update before the call ended. Symptoms included no reported clinical effects. Outcomes included no impact on the user¿s health or activities beyond the device alert. Investigation included guided troubleshooting and planned firmware update education. Investigation of this case revealed a suspected communication malfunction consistent with a device software or connectivity issue, with no evidence of sensor or infusion component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device exhibits no evidence of external physical damage or abnormal wear. The unit powers on when placed on the charging pad; however, it fails to establish a connection when commanded to pair with either a tablet or an iphone. Upon accessing the about menu, both the bluetooth bootloader version and bluetooth mac address display as 0.00 thus the reason for the alert 60 (see referenced photo). The device was disassembled for further inspection and to evaluate for potential fluid ingress; no evidence of fluid exposure was observed. The hoverboard assembly was removed, and ic u2 was subjected to controlled heat application using a heat wand (eo472.001) in an attempt to reflow solder joints and restore functionality. The hoverboard was then reinstalled; however, the bluetooth address remained 0.00. Based on these findings, ic u2 is determined to be non-functional. Replacement of the hoverboard assembly is recommended. The patient¿s reported issue is confirmed.